Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿anterior knee symptoms after s-rom hinge implantation¿ written by david j. Deehan, md, m.sc., f.r.c.s. (Tr & orth.) Et al.; published in the bulletin of the hospital for joint diseases, 2014; 72(2): 167-72; was reviewed. The purpose of the article was to evaluate the performance of a canal filling hinge device for complex knee arthroplasty. The author¿s hypothesized that a modern third generation hinge device would be met with sustained survivorship and functional improvement for these most severe revision cases. This article details 37 procedures performed, with 33 being revisions and four being initial operations. Six of the 33 explanted were depuy products, four were pfc implants and two were tc3 implants; the other 27 implants were non-depuy products. A tibial sleeve was used in all cases. Femoral sleeves were required in 12 cases. Cement manufacturer not specified. Products used for the initial operation: pfc and tc3, depuy the indications for revision from the initial operation were: aseptic loosening, infection, periprosthetic fracture and complex proximal tibial fracture. It did not specify which implants experienced the adverse events. *aseptic loosening and periprosthetic fracture will not be included in the complaint due to insufficient information (the location and interface not specified). Products used for revision: s-rom noiles, depuy results from the revision include: 1) four patients had resurfacing of the patella subsequently for persistent anterior knee pain. These patients had undergone revision surgery with patellar resurfacing. In all four, three was alleviation of crepitus after secondary resurfacing. 2) one patient experienced a deep infection. 3) one patient experienced an implant failure at 63 months (third revision), failing at the sleeve-stem junction of both femoral and tibial components. This necessitated revision of the implant to accommodate larger femoral and tibial sleeves and stems. This was complicated by deep infection which was treated with intravenous antibiotics and explantation. Additional ip¿s will be added to capture the third revision. 4) two patients experienced anterior knee pain requiring revision 5) one patient experienced wound dehiscence. 6) one patient experienced limb lengthening (contralateral shoe-raise) greater than 2 cm. 7) one patient experienced a patellar tendon preoperative avulsion requiring direct repair and augmentation with a hamstring graft.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.